Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she was not having any diabetic symptoms currently. No medical intervention since the last call was reported. Customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and hi blood glucose test results. Husband is calling on behalf of the customer. Customer had tested am fasting and obtained 483 mg/dl and then same hand hi (2 hrs. After bowl of cream of wheat). The customer¿s expected am fasting blood glucose test result is 136 mg/dl. The customer reported feeling lightheaded; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer 2 hours post meal and produced test result 586 mg/dl using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date is 03/19/2025. The meter memory was not reviewed for previous test result history.